Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-apr-2015 which refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and one of essure devices was dysfunctional, it did not fire right. The doctor would have to take the patient to the or (operating room) to take it out. Ptc investigation result was received on 07-may-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of 4/29/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. However, no adverse events have been reported. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events and no batch number have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had an attempt to insert essure (fallopian tube occlusion insert) and one essure device was dysfunctional, it didn't fire right. This event, seen as device deployment issue, is serious due required intervention and listed in the reference safety information for essure. Deployment issues may occur during difficult insertions. In this case, one of essure devices was dysfunctional, it did not fire right. The physician would have to take the patient to operating room to remove it. Considering the event's nature, causality with essure use cannot be excluded and since an intervention was implied to remove the micro-insert, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.